Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) elevated to 546 mg/dl. Customer was admitted to the hospital and intravenous fluids/insulin were administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg. As event occurred in the past, tandem technical support could not determine a possible cause of event.